Manufacturer narrative:
Evaluation summary: the reported condition of fail code 812:02 was confirmed. Typically, this failure is associated with the shuttle motor gearbox.

Event description:
The facility reported a fail code 812:02 before use. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention associated with this event.